Event description:
It was reported that 2 devices were used during a thoracoscopy. It was reported by the rep that the et45b's first firing of the instrument cartridge dislodged with no staples and a portion of the cartridge fell into the patient. Retrieved the cartridge. 2nd instrument opened, the surgeon dry fired outside the patient. Surgeon then proceeded with second linear cutter. Fired instrument and it jammed, but the staples fired, but did not close. At this point the surgeon decided that the blebs had been compressed enough by grasping of the linear cutter, he would stop. There was no consequence to the patient.